Event description:
It was reported to philips that the system was unable to emit radiation. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed using another device. The philips field service engineer (fse) inspected the system onsite and confirmed that it was unable to perform x-rays. Review of the system log files revealed that the tube current was out of range, and fse attempted tube calibration, but issue persisted. To resolve the issue, fse replaced the x-ray tube. The defective x-ray tube was returned to philips for failure analysis, and the cause of the failure was found to be a vacuum leak at the tube window brazing. Experience shows that a micro leakage leads to a very slow deterioration of the vacuum. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.